Event description:
During an unknown procedure, the device tested fine, but when trying to use, it would fail. Handpiece failure error. Case was completed with a like device. There was no pt consequence and 1 device is being returned.